Event description:
Take out screw driver was being used, while trying to remove a metal perfix screw in patient femur. While screwing the take out screw driver into the perfix screw, the tip of the take out screw driver broke off and remained lodged in the perfix screw. The perfix screw was left in.